Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that the index procedure target lesion was 90% stenosed and was 28 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation with 0% residual stenosis post stent placement. Post deployment of the study stent the target lesion was not adequately covered so the physician also implanted a 3.00 x 24 mm taxus liberte stent in the right coronary artery due to the sub-optimal results from the placement of the study stent. The patient was discharged the next day on aspirin and clopidogrel. Post procedure the patient developed cardiac chest pain (non-serious), relieved with rest. No medications were administered.

Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, the patient experienced chest pain. The index procedure treated a lesion in the mid right coronary artery (rca). Treatment consisted of placement of a 2.75x32mm taxus express2 stent. There was also a 3.0x24 taxus liberte stent placed in the rca. Four days following the index procedure, the patient experienced ongoing cardiac chest pain. No additional patient complications were reported.